Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that user was trying to track a biopsy needle and it would not track. He was in a biopsy procedure using a navigus probe and base. The system was locking the trajectory and displaying the distance, but would not track the biopsy needle even after resetting entry and locking trajectory again. User said they'd be trying another needle. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.